Manufacturer narrative:
Additional information: it was stated that the stent did not fully dislodge and the dislodged stent was able to be withdrawn along with the stent delivery system and removed. Resistance was not encountered when advancing the device. Facility address updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting stent, stent dislodgement occurred during insertion into the non-medtronic homeostatic valve. The stent fully passed through the hemostatic valve. The delivery catheter entered the patients vasculature. The lesion being treated was a moderately tortuous, moderately calcified lesion with chronic total occlusion of 100% located at the ostium of the left anterior descending (lad) artery. There were no difficulties removing the protective sheath. The sheath was removed per IFU. The stent was manipulated immediately after sheath removal. The device was inspected prior to inserting into the hemostatic valve with no issues noted. Negative prep was not performed. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: image analysis: one image was received which depicts the distal and proximal end of the device against a shelf carton. The stent is not clear in the image and it is not possible to determine if the stent is dislodged. Annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.